Event description:
It was reported that the blue venous female luer of the catheter came out of the extension when the syringe that was being used to flush the catheter was being removed. The catheter was implanted 1999.